Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient was treated with injection imipenem (250 milligram, twice a day, intravenously for 21 days) for peritonitis. Six days after the onset, the patient recovered from peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.